Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 90% stenosis, calcification and tortuosity. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 90% stenosis, calcification and tortuosity. Inherent risk of procedure ¿ (stent deformation). (B)(4).

Event description:
Physician was attempting to deliver one endeavor resolute drug-eluting stent (3.00mm x 30mm) to a calcified lesion in the lcx with 90% stenosis and vessel tortuosity but the device could not cross. The lesion had been pre-dilated. The physician removed the device and gave up the surgery. The patient is good. In the future the physician plans to implant another model device in the patient. No clinical sequelae were reported. Evaluation summary: the distal shaft was pinched/kinked. The distal tip was flared and pinched indicating it may have been stubbed on advancement towards the target lesion. Numerous middle and distal stent segments were deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).